Event description:
Reporter noted a corneal burn occurred during the procedure. No additional information will be provided by customer.

Manufacturer narrative:
Received handpiece; evaluation and root cause analysis is in progress.